Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) reading on the central control monitor (ccm) display was fluctuating. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded per the user facility's biomedical engineer, the electronic patient gas system (epgs) was replaced and the new unit was operating as intended.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the output of the oxygen (o2) sensor was out of specification and was abnormal at 100% oxygen. Gas bubbles were found at the front and near the cathode of the o2 sensor due to dehydration. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with the heart lung machine (hlm) electronic patient gas system (epgs) while on cardiopulmonary bypass (cpb) whereby the fraction of inspired oxygen (fio2) reading on the central control monitor (ccm) display was fluctuating. The case was completed successfully without changing out the unit with no delay or blood loss. The log review confirmed multiple miscellaneous gas errors.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the epgs to lab use only (luo) testing equipment. The epgs would pass calibration but then soon after need recalibration. This happened three times. There were unexpected oxygen (o2) sensor output changes during the evaluation. There was a mismatch observed between the o2 analyzer output and the value displayed on the ccm even after recalibration. The pst installed a luo o2 sensor, and the system maintained accurate values. It was determined that the o2 sensor did not meet specification. The service repair technician (srt) observed that after powering up the epgs and passing calibration, the fraction of inspired oxygen (fio2) values fluctuated and failed accuracy testing. The o2 sensor was replaced. The unit operated to the manufacturer's specifications.